Event description:
Follow-up identified the patient underwent a drg trial on (B)(6) 2017, which provided adequate pain relief. Surgical intervention remains pending at this time.

Event description:
Follow-up identified the patient underwent a successful drg system implant on (B)(6) 2017. The patient's migrated paddle lead was left implanted. No further intervention is planned on the scs lead.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays confirmed the lead had migrated. It was reported the patient suffered influenza (with vomiting) after the procedure. Surgical intervention may be taken to address the issue.